Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with all operating currents within specifications. The device had low battery alarm and off no power alarm functioned properly. There was no battery icon anomaly, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as high as 383 mg/dl and as low as 40 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, headaches and treated themselves via insulin pump. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer performed and passed the high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.